Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, (B)(4) full lead analyzed.

Event description:
It was reported that during the implant attempt, lead could not get to desired location. A different lead was used. No patient complications have been reported as a result of this event.